Manufacturer narrative:
The patient returned his products to lifescan for evaluation. Product analysis was performed on the returned meter on (B)(6) 2014 with failing results. Product analysis revealed the meter had a high standby current and there was contamination on the pcb board. The patient¿s test strips have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ping meter would not power on. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient took the action of consuming less food and drink. The patient manages his diabetes with insulin taken on a sliding scale. The patient reported that prior to the meter issue occurring, he experienced symptoms of ¿diabetic cardiac arrest¿. The patient was transported to the emergency room, and received treatment with insulin and potassium. Troubleshooting revealed the test strips were correct and the meter¿s battery did not need to be replaced. The issue was not resolved with troubleshooting. The meter and test strips were replaced. The patient returned his products to lifescan for evaluation. Product analysis was performed on the returned meter on (B)(6) 2014 with failing results. Product analysis revealed the meter had a high standby current and there was contamination on the pcb board. The patient allegedly suffered symptoms of severe injury while using the reported meter and received emergency medical attention and treatment. Product analysis showed the meter¿s pcb was contaminated which may have been caused by incorrect testing technique or fluid intrusion into the meter. Therefore this complaint is being reported.